Event description:
During hemodialysis (hd) treatment, a patient ((B)(6)) reportedly lost approximately one liter of blood due to venous needle dislodgement. On (B)(6) 2017 at 8:00 am, the facility staff performed the safety check. At 8:07 am, the venous needle was found to be dislodged from the patient and a large pool of blood was under the patient's chair. The paper tape that was used to secure the venous needle did not adhere to the patient's skin and the venous needle came out of the patient's arm. The access site was not covered. There was no indication of a malfunction or defect with the connection of the bloodlines (fresenius custom combi set) to the venous needle. The machine (fresenius 2008t) did not alarm as there was not a disruption of pressure on the venous side. The patient was found unresponsive at 8:07 am and treatment was discontinued. The patient was given 1000ml of normal saline and chest compressions (CPR) were performed. The patient became alert and stable and the clinic staff sent the patient to the ER for evaluation. The patient was admitted to the hospital for two days for monitoring. The patient did not have any blood transfusions or treatment at the hospital. The patient was discharged from the hospital on (B)(6) 2017. The product(s) used during the patient's treatment are not available to be returned as they were discarded. The patient initials: (B)(6); date of birth: (B)(6) 1967; gender: female, estimated dry weight: (B)(6). The patient has been on hd since (B)(6) 2013 and dialyzes mwf (3x/wk).